Event description:
It was alleged the procise xp clogged repeatedly and would not ablate causing patient bleeding. The bleeding was controlled using a vasoconstrictor and the procedure was successfully completed using a competitive device. There have been no further patient complications reported.

Manufacturer narrative:
Visual inspection under magnification showed minimal electrode wear with dried blood and tissue present on the electrodes. There were no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings and performed as intended. Due to the suction and saline lines being severed prior to be received, a syringe was used for functional testing and saline flowed through-out the lines without hesitation. Functional testing concluded that saline flowed through-out the suction line without hesitation; therefore, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include the suction line not being properly connected or the suction pressure at the facility not supplying enough pressure in order to excavate blood and tissue. When the recommended suction pressure is not used, this will cause the tip to clog; therefore, decreasing the functionality of the wand. The instruction for use (¿IFU¿) contains warnings and precautionary statements regarding maintaining proper suction flow. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.